Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that there was an in-stent restenosis and a stent fracture at target lesion approximately one month post implant of a vascular stent in the left sfa. Approximately four months after initial stent placement, atherectomy and balloon angioplasty were performed to treat the occlusion within the stent, and a covered stent was implanted to treat the stent fracture, with an excellent final angiographic result.